Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guidewire became jailed with the xience sierra stent resulting in the reported difficulty to remove. Interaction and/or manipulation to remove the guide wire resulted in the reported peeled tip. There is no indication of a product quality issue with respect to manufacture, design or labeling. The turntrac guide wire is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that three hi-torque turntrac guide wires were advanced each one into to the left anterior descending artery, circumflex (cx), and bisectix artery. An unspecified xience sierra stent was deployed with optimal results in the cx; however, the guidewire in that artery became jailed with the stent during an attempt to remove it. The guide wire was removed without any damage to the stent, but it was observed that the guide coils were peeled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.